Event description:
The customer reported a faulty iris on the 9600 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was repaired during the service call.